Manufacturer narrative:
This report is submitted on march 14, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement due to migration of the electrode array. The patient is scheduled for revision surgery however this has not occurred as of the date of this report. The implanted device remains.

Manufacturer narrative:
Additional: it has since been reported that the patient underwent surgery to explant the device on (B)(6) 2019. It is unknown if the patient was re-implanted as of the date of this report. This report is submitted on may 6, 2019.

Manufacturer narrative:
This report is filed on june 05, 2019.